Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular treatment (evt). The 90% target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 7.0x100, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7-40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. An examination of the balloon identified a longitudinal tear along the main body of the balloon for a total length of 7.5cm. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular treatment (evt). The 90% target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 7.0x100, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7-40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.